Event description:
My wife is a type 1 diabetic and uses a medtronic insulin pump. Over the past year medtronic's quick-set infusion sets for insulin pumps seem to have developed a reoccurring problem in which the tubing will pull out, or detach, from the connector piece that attaches to the body. Luckily we also pay for a continuous glucose monitor so we will be alerted when her blood sugar levels rise above certain levels, but, if we didn't, she could go all night without insulin and is extremely dangerous. Even with the cgm, this has led to blood sugar levels climbing above 3-400 mg/dl. This has happened multiple times recently and appears to be a defect in their quality. This has occurred with a variety of different boxes and different lots, so it doesn't appear to be a single mfg defect and seems to be more of a wholistic problem with that particular adhesive or process. FDA safety report ID# (B)(4).